Event description:
It was reported the right ventricular lead superior vena cava (svc) coil impedance was 180 ohms and a care alert had triggered. It was indicated the lead impedance baseline had been 50 ohms, but in the prior week the impedance had fluctuated between 50 and 180 ohms. It was questioned if there was a possible lead fracture. The lead remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.